Manufacturer narrative:
Batch review performed on 09 july 2018; lot 157440: (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-06; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly.